Manufacturer narrative:
On jan 17, 2007, bbmi received a nationwide recall notification from facility initiating a nationwide recall of all lots of heparin and saline pre-filled syringes. Am2pat inc. Manufactures these pre-filled syringes under both their private label, sierra pre-filled inc., as well as under the b. Braun medical inc. Label. Based on an FDA inspection of am2pat inc.'s facility, it has been determined that there is a potential for the sterility of these lots to be compromised. B.braun inc. Immediately notified all customers of this recall.